Event description:
Pt states that cadd legacy pump consistently beeps during infusion and cannot be resolved. No codes on screen. Pt switched to back up pump. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.